Manufacturer narrative:
Customer did not provide any further information. Issue was communicated in technical communication cc-09-042-02 on nov. 25, 2009.

Event description:
Customer reported unexpected reactions on the echo. The images visually appeared positive.